Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer loaded 225 units of insulin into the cartridge and stated that the cartridge leaked at the septum. Customer's blood glucose level was not impacted.